Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the interstim device was removed because it was messing up his pacemaker device. The patient the device was explanted in 2015. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.